Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed non-recoverable fault 32056 on universal surgical manipulator (usm) 2. Usm2 was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and during log review, error 32056 was found indicating axes controller, arm (aca) failed to initialize inter-integrated circuit (i2c) device on usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered indicating fault on the pitch axis, replicating the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensor check was found to be failing on the pitch axis. Once testing was completed, the pitch searchlight printed circuit assembly (pca) and yaw/pitch housing flat flex cable (ffc) were tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 32056 pointing to universal surgical manipulator (usm) 2 occurred. The tse had the customer power cycle the system, but the issue was not resolved. The customer continued the procedure with usm 2 being disabled. The procedure was completing as planned with no reported injury. Isi followed up with the field service engineer (fse) and obtained the following additional information: surgical ports were not placed when the error was identified.